Event description:
It was reported that the zimmer air dermatome caused a laceration with a patient.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. A follow up medwatch will be submitted once the device is returned and the investigation is completed.